Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the bb data show unexplained por's on date of complaint (B)(6) 2016. The pump powers up to blank screen. A leak test performed; failed due to pump case leak. Pump opened; evidence of moisture found internally on the main pcb (display flex/connector and keypad flex/connector) and support bracket. The pump case was cracked on the left side of the keypad (bottom left corner) to the case seal.